Event description:
A hemodialysis user facility has reported the 2 drums of naturalyte 2k 2.5ca dialysate acid that were delivered on (B)(6) 2012 are high in conductivity and are not able to be used. There is no report of patient ill effect. There is a sample available for evaluation.